Event description:
Explanting physician later reported capsular contracture baker grade iii.

Event description:
Healthcare professional later reported ¿peri-implant tissue with fibrosis and hyalinosis corresponding to peri-implant capsular fibrosis and detection of silicone¿, ¿calcifications¿, and ¿adhering adipose tissue¿. Device has been explanted.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ pain: unable to observe since it is not related to the device. ¿ deformation: observed deformation on the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ calcification: no observed ¿ adhesion: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side lymphadenopathy. Healthcare professional later reported ¿peri-implant tissue with fibrosis and hyalinosis corresponding to peri-implant capsular fibrosis and detection of silicone¿, ¿calcifications¿, and ¿adhering adipose tissue¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported lymphadenopathy. The device remains implanted. This relates to the right side.